Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, a water leak was noted. As per user it appears that the water outlet connector mold was bent and couldn¿t seal. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on (B)(6) 2021. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - corrected lot number and added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and correction). H4 (device manufacture date). H6 (identification of evaluation codes 11, 3331, 3259, 4307). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 3259 - improper physical structure. Investigation conclusions: 4307 - cause traced to component failure. The affected sample was not returned so a thorough investigation could not be conducted. Pictures were reviewed to confirm damage to the water port. A representative retention sample was reviewed for damage to the water ports and no damage was observed. All capiox units are 100% visually inspected at several points in the production process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.